Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5201921), being used with the complaint receiver, was returned on (B)(4) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient's receiver was out of range for more than three hours. There was no report of injury or medical intervention. No additional event or patient information is available.